Event description:
The manufacturer received information alleging an alarm condition occurred. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.